Manufacturer narrative:
G2: this event occurred in spain, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system used during a sacroiliac and thoracolumbar procedure. It was reported that there was a drill incidence. During a mis lumbar case, when drilling the 3rd screw trajectory, the patient moved their leg so there was a drilling damage throughout that step. The issue happened in l4 left. Troubleshooting was performed. The right side (l4 and l5) were properly placed. The issue happened when changing the side in the 3rd out of 4 screw. Potential risk of skiving was noted as the probable cause, as well as that the local representative (rep) was waiting to review the planning. Delay information was not provided. Patient impact information was not provided.

Manufacturer narrative:
B5 and h6 additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no issue with the drill itself. The 3define, the snapshot, and the fusion of the fluoroscopy images with the preoperative CT was carried out as usual. The fusion appeared accurate, and they proceeded with the surgery. The screws on the right side were correctly placed, exactly as planned using the navigation that also appeared to be correct. The problem started with the left side. Although the navigation still appeared to be correct, when the drill was used, the patient's leg suddenly moved (jerked), and the neurophysiologist observed that the nerve root had been affected. They re-checked the surgical plan again in case they had made a mistake, but it was correct. The potentials of the left l4 nerve root dropped by more than 50 percent when the drill was used during the surgery. When the patient woke up, no neurological deficits were appreciated. Two days after, the surgeon confirmed that the patient was ok. The delay was more than 40 minutes.